Manufacturer narrative:
(B)(4). Eval, results: endoleak. Focal piece of calcium in the aortic neck. Use of a talent converter device as a primary device. Eval, conclusions: focal piece of calcium in the aortic neck. Use of a talent converter device as a primary device.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology at the time of implant were reportedly unremarkable. Currently, the aortic neck is 21 mm in diameter at the renal arteries and 24 mm above the aaa. A talent converter was implanted as a primary device without issues. At a recent routine f/u, a proximal type I endoleak was noted. An intervention was performed in which a palmaz stent was placed proximally to seal the leak. The type I endoleak may be related to a focal piece of calcium in the aortic neck, which prevented the stent graft from being completed apposed to the aortic wall. No clinical sequelae were reported, and the pt is fine.